Event description:
Surgeon was using the endostitch device to close the umbilical subcutaneous layer when the needle broke in half. One 1/2 of the needle was retrieved and the other could not be found either by direct visualization and/or radiographic film.